Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would only remain powered on for 2-3 seconds before it would power off by itself. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.